Event description:
It was reported by service report that the exam light was not staying up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: spring arm assembly.